Event description:
It was reported via repair work order that the foot left caster will not lock due to broken casters stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.